Manufacturer narrative:
A visual examination of the returned device revealed that residue was present on the device and the ligator head was not returned. The suture was attached to the trip wire and seven knots were present on the overall length of the suture, as manufactured. The trip wire was partially wound onto the spool; however, no indentations in the groove of the handle were observed. This typically indicates that the device was used but no attempt was made to cinch the trip wire. The trip was found to be kinked approximately one foot from the distal end. Functionally, the spool was able to be rotated and clicks with every 180 degrees of rotation. The reported event of 'bands failed to deploy' was not able to be confirmed due to the ligator head not being returned. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, the ligator head was advanced to the esophageal varices, and then the handle was rotated, but the bands failed to deploy. No device issues were visible. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, the ligator head was advanced to the esophageal varices, and then the handle was rotated, but the bands failed to deploy. No device issues were visible. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient's age is unknown however, it has been reported that the patient is over 18. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.